Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of service, it was discovered that the pt had expired. The cause of death is unknown at this time. It is unknown whether the pt's ncp system was explanted. Further follow-up revealed that the pt continued to have seizures after the vns implant while on a dose of dilantin 500mg/day and tegretol 1000mg/day. The pt had post-operative deficits that included receptive and expressive dysphasia, weakness of the right side of the face and to a lesser extent the right arm and leg. The implant surgery was performed in australia. The pt did not feel that they were receiving any benefit from the vns based on comments made during regularly scheduled office visits. It was reported that the pt's seizures had worsened at office visit in 05/2000. The pt's device was programmed to off on 05/2000 for an MRI (results unknown). The pt was not receiving vns therapy at the time of death. Physician indicated that the cause of death is not related to the ncp system. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.